Event description:
It was reported that mckesson IV safety blue wing 22ga x1.0in had a needle retraction failure that resulted in a dirty needle stick. The following information was provided by the initial reporter: ''nurse just completed drawing blood - put the needle on a tray - went to pick up the needle - the needle was not retracted and got stuck by the needle.¿

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.